Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device delivered a shock but the patient did not respond or react in the usual way. The patient involved was reported to not have experienced harm or adverse patient impact.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. Follow-up and/or final report(s) will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device delivered a shock but the patient did not respond or react in the usual way. Initially it was reported that the patient did not experience any harm or adverse impact. However, additional information has been reported that the patient died.

Event description:
It was reported to philips that the device delivered a shock but the patient did not respond or react in the usual way. The customer checked the connections to the defibrillation pads and the monitor but did not change out the monitor. The patient was in cardiac arrest and the rhythm was ventricular fibrillation. We received additional information that the patient died. The operations commander stated that he did not believe the device behavior impacted the patient outcome. The capnography reading was declining throughout the call (initial capnography was six and declined to zero upon arrival at the hospital).